Event description:
Complaint report states, "vital-port was implanted through the left brachial vein approach on/ around 2008 (exact date unknown). The tip of 5fr silicone catheter (cook) was placed between svc and the right atrium. The port was not anchored with sutures. The physician attempted to access the port by using a syringe, but couldn't. The pt went home without any treatment at the time. Two weeks later, the pt came to see the dr port/catheter disconnection was noted under fluoroscopy. The port and the locking sleeve were retrieved, but the catheter remained in the heart. The catheter was successfully retrieved through the femoral artery the next day. The pt is recovering at the moment.

Manufacturer narrative:
An inventory of the returned pieces included the port body, catheter (proxy 39 cm) and the catheter lock w/attached locking sleeve. All components were dimensionally characterized and found to be within manufacturing specification. A visual inspection of the port showed that the suture holes had not been used. Bruising inherent of a proper connection was found, however, the report stated that medico's hirata connected the catheter and performed pull testing before forwarding the device to cvi. An exact determination of the catheter disconnect cannot be determined. It is known that medico's hirata reattached the catheter for their testing purposes. The effects, on the catheter, of this testing would be indistinguishable from any that would have occurred during the implantation of the port. It is suggested the used review "catheter implantation" found in the suggested instructions for use (IFU). This section documents the suggested methods for attaching the catheter, using the catheter lock, to the port outlet tube.